Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio flex meter was powering off during use. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) during review of the call recording. The patient alleged that the issue started more than a week prior to the call with lfs, at an unspecified time. The patient manages their diabetes with a combination of medication (jardiance insulin ¿ 50 mg at night and metformin ¿ 2 pills in the morning and at night). The patient mentioned that they were fasting for 4 days on a liquid diet and indicated that this must have lowered their blood sugar. In the morning of (B)(6) 2024, they went to the hospital for an unrelated procedure. The patient claimed that the nurse checked their blood sugar on a hospital device and obtained a reading of ¿60 mg/dl¿. The patient stated that the nurse added some sugar water in their IV to bring the sugar up. The patient initially denied developing symptoms and mentioned that they were not aware of the lower blood sugar levels. It was noted that, later in the call, the patient indicated they did have some ¿headaches¿ in the week before the hospital visit. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The cca educated the patient on the meter¿s behavior and auto-shutoff but the issue remained unresolved. The cca concluded that the battery did not need replacing. The patient refused to send the product back to lfs and did not want a replacement meter. This complaint is being reported because the patient claims they was unable to test their blood glucose due to the reported issue and reportedly received medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure due to an acute complication of diabetes.